Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. Shaft is fractured, material is torn. The torn material leads to the conclusion, that either very high torque was applied or that the tool was not fixed in its correct position. Fractured surface does not show faulty material. The fractured shaft sticks inside the handle. Therefore another driver could not be inserted in the handle.

Event description:
In this event it was reported that an ev implant driver 3.6 fractured in a handpiece during implant placement. The doctor then attempted to use a different driver in a surgical handle instead. However, he could not insert a new driver as there appeared to be a blockage inside the handle. The session could not be completed successfully, three implants were inserted instead of four. An additional surgery is required.